Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. An x-ray confirmed lead migration. Reprograming was performed but unsuccessful. A revision procedure was performed, and the leads and anchors were replaced.